Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before orthopedic procedure. At some time post filter deployment, it was alleged that filter struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately two years and six months post filter deployment, venous doppler of lower extremity showed positive for deep venous thrombosis, with occlusive thrombus within the left popliteal vein. Also, a computed tomography angiography (cta) chest with intravenous contrast showed no pulmonary embolism. Approximately six years and three months later, patient presented with lower back pain. Approximately six years and three months later, computed tomography revealed the inferior vena caval filter was deployed below the renal veins, it was seen from the l2 vertebral body level to the l3-l4 disc space. There were barbs extended from the filter, to and beyond the walls of the inferior vena cava. Medially positioned barbs were away from the abdominal aorta, anterior barb projected along the posterior aspect of what might be the duodenal c-loop. Lateral barb extended to the adjacent retroperitoneal space, with no involvement of file structures. Posterior barb extended to the anterior aspect of the l3 vertebra with a diagonal band of sclerosis extended from the barb, thus it might have created secondary reaction in the bone. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc). Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Expiry date: 01/2012.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before orthopedic procedure. At some time post filter deployment, it was alleged that filter struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.